Manufacturer narrative:
Correction: section h6: "pacing problem" code added for inappropriate auto mode switching (ams).

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that far field r wave oversensing and auto mode switching (ams) was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable with no reported symptoms or consequences.